Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure? Unknown. What tissue type and location of the suture placement? Vaginal cuff. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Where did the suture start (top to bottom or bottom to top)? Unknown. When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? This was not symmetric it was spiral. Were any solutions used during closure (ie antimicrobial)? Unknown. Was there any precipitating stress factor for the patient event? Unknown. Can you describe the appearance of the suture during the second procedure? Unknown. Was the suture intact and pulled through the tissue? According to the surgeon, yes. Was the suture found broken? If so, where along the strand? Unknown. Do you have the status of suture for evaluation? No. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? None reported. What is the patient age, weight, relevant patient history/concomitant medications? Unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient current status? The dehiscence was repaired with a couple of stitches.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? Was there any precipitating stress factor for the patient event? Can you describe the appearance of the suture during the second procedure? Was the suture intact and pulled through the tissue? Was the suture found broken? If so, where along the strand? Do you have the status of suture for evaluation? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? What is the patient age, weight, relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and barbed suture was used. Eight weeks following the procedure, the patient was having sex and had a small dehiscence. The surgeon put a small stitch in and it was reported that the patient is fine. The surgeon opined that the barbs aren't big enough, and it is not cinching down tight enough. Additional information has been requested.